Manufacturer narrative:
The oer-pro lid was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The oer-pro lid was replaced. The oer-pro instruction manual states, before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged. When closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.¿

Event description:
The service center was informed that during preventative maintenance the lid of the oer-pro cracked. It is unknown how many scopes are being reprocessed per cycle. The device was inspected and no other damage or abnormalities were observed. There were no device positive device cultures reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: close the lid while connecting tube is placed on the basin. Close the lid while something hard, such as a scope, is placed on the retaining rack. Close the lid while washing case being placed obliquely at the retaining rack. -DHR review: we confirmed the subject device was shipped in accordance with specifications via DHR.